Event description:
On 1 may 2026, it was reported by an arthrex employee that an ar-8925t syndesmosis tightrope® xp, titanium, after inserting the tightrope and confirmed that it was flipping, the button came out on the opposite side as the tightrope was pulled out. The following details were also provided: no photo was available, the type of surgery is unknown, no significant delay in the procedure was reported, no additional anesthesia was administered, and no adverse patient effects were reported during or after the procedure as a result of this issue. The surgery was completed by using another product. There was no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.